Event description:
It was reported that the pump battery was depleting quickly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Additionally, it reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. The customer¿s blood glucose was 267-400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.